Event description:
It was reported that the image from the gastrointestinal videoscope had stripes. The issue occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no problem was detected. Since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.